Event description:
While treating a patient with the model 3100a, the oscillator (driver) quit running. The operator also noticed a burning smell. The patient was then placed on another type of ventilator without compromise.